Manufacturer narrative:
(B)(4). Event date - the event occurred sometime between october 10, 2016 and march 2017. (B)(4). Concomitant devices ¿ vanguard cruciate retaining interlok femoral component 62.5 left catalog #: 183026 lot #: j3755718, biomet cc cruciate tray 67mm catalog #: 141232 lot #: j3806309, vanguard series-a standard patella 31mm x 8mm catalog #: 184764 lot #: 478690, biomet modular tibial locking bar catalog #: 141205 lot #: 344470. It was indicated by the customer that the device will not be returned to zimmer biomet for evaluation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04643; 0001825034-2018-04645; 0001825034-2018-04646; 0001825034-2018-04647. Remains implanted.

Event description:
It is reported that the patient developed sepsis with a blood clot in the lung following receipt of a peripherally inserted central catheter line for treatment of knee arthroplasty. It is unknown what treatment the patient received for the reported conditions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
The patient was admitted to hospital one (1) month following left knee arthroplasty due to low oxygen levels when ambulating and shortness of breath. Pleural effusions and atelectasis were identified. The patient was discharged with orders for oxygen when ambulating.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The reported issue was determined to be related to the procedure and is not abnormal to knee arthroplasty. No failure of the devices was identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.